Event description:
Healthcare professional reported via nbir left side "deflation". The device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: deflation. A review of the device history record has been completed. No deviations or non-conformances noted.